Manufacturer narrative:
From the picture, it was observed a "difficult to inflate cuff prior to use." No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. Per DHR (device history record) the product et tube, cf, 8.5, lot number 01f1200024 was manufactured on 06/12/2012. The DHR investigation did not show issues related to complaint. From the picture, it was observed a "difficult to inflate cuff prior to use," the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that it was difficult to inflate the cuff of the endotracheal tube prior to use. No report of a patient injury or delay in treatment.